Event description:
During a follow-up for filling slowly during treatment on the liberty select cycler, it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis and taking medication for abdominal inflammation. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the clinic on an unknown date for abdominal pain and cloudy pd effluent. The patient was diagnosed with peritonitis. A pd culture was obtained, and the patient was initiated on intraperitoneal (ip) antibiotics with vancomycin for 5 days (dose unknown). The culture was negative for growth. The suspected cause of the patient¿s peritonitis was contamination as the patient reportedly has a history of disconnecting multiple times during treatment. No leaks or other issues were reported. The patient was not hospitalized for this event. The patient continued pd therapy during recovery.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and the use of the liberty cycler set. Additionally, there is no allegation of a cassette leak or other cycler set defect reported for this event. Although the culture resulted in negative growth, the suspected cause of the peritonitis event was contamination by the patient as they have a history of disconnecting multiple times throughout their treatment. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
During a follow-up for filling slowly during treatment on the liberty select cycler, it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis and taking medication for abdominal inflammation. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the clinic on an unknown date for abdominal pain and cloudy pd effluent. The patient was diagnosed with peritonitis. A pd culture was obtained, and the patient was initiated on intraperitoneal (ip) antibiotics with vancomycin for 5 days (dose unknown). The culture was negative for growth. The suspected cause of the patient¿s peritonitis was contamination as the patient reportedly has a history of disconnecting multiple times during treatment. No leaks or other issues were reported. The patient was not hospitalized for this event. The patient continued pd therapy during recovery.